Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported cleaning brush broke and piece of it got stuck in the channel during an unspecified procedure involving an olympus colonovideoscope. The customer suspected that the cause of a piece of cleaning brush stuck in the channel was due to broken brush. There was no patient injury reported.